Event description:
Healthcare professional, later reported, capsular contracture, baker grade ii. Un-reporting capsular contracture.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed, opening on radius side assessed, as fold flaw opening. Use error: unable to observe, since it is not related to the device. Additional observations: no other observations observed. No further actions are required, as the device was implanted.

Event description:
Healthcare professional reported, left side deflation. And capsular contracture, baker grade unknown. Healthcare professional, later reported, baker grade "2". Device has been explanted.

Manufacturer narrative:
The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation; capsular contracture, baker grade unknown.

Event description:
Healthcare professional reported left side deflation and capsular contracture baker grade unknown. Device has been explanted.